Event description:
Related manufacturer reference number: 2017865-2022-02611. It was reported that the patient presented in clinic for follow up. The right atrial (ra) was intermittently over-sensing noise and the right ventricular (rv) was over-sensing noise leading to pacing inhibition. Programming changes were made. The patient was stable.